Event description:
A home pt reported a leak in the pt line extension set. Moisture was noted along the set during the priming cycle, however, the location of the leak is unknown. No pt injury or medical intervention was associated with this incident per the home pt.